Manufacturer narrative:
The monopolar curved scissors (mcs) instrument and single use mcs tip have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. System log review was performed. Per the review, the following was confirmed: a nipple sparing mastectomy (nsm) procedure was performed on system sp0030 on (B)(6) 2022. The system logs indicated an sp mcs instrument (pn: 430004-53, batch-sequence: s10201202-0003) was last used during the procedure with 14 usages remaining. This complaint is being reported based on the following conclusion: it was alleged that the monopolar curved scissors instrument tip broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument tip fell off into patient. The customer was able to retrieve the scissor tip and completed the case with no patient injury. The customer provided two lot numbers: t90210702 and k90220402. The customer was unsure which lot had the reported issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.